Manufacturer narrative:
At the time when the system had this problem and later, they (b+l engineers) were not contacted, nor did they go to repair it; the distributor engineers were also not informed of the event. So, there was no service report. The system was restarted and resumed normal use on the same day of the event. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing. Based on the available information, the root cause could not be confirmed due to lack of returned product or service investigation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The china national device adverse event reporting system submitted this report where there was a posterior capsule rupture during cataract surgery. There was a sudden loss of infusion during surgery (infusion fluid is present) causing the patient's anterior chamber to collapse and the posterior capsule to rupture. The vitreous was partially removed and an intraocular lens was implanted in the ciliary sulcus. The patient's condition was temporarily stabilized.